Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The distributor performed a checkout of the equipment and confirmed the reported complaint. The anesthesia control board was replaced to resolve the issue.

Event description:
The hospital reported a system malfunction that resulted in an inability to initiate mechanical ventilation during a case. The patient was manually ventilated, unit replaced, and case resumed. There was no report of patient injury.